Event description:
Pt had an augmentation mammoplasty performed bilaterally on 8/15/95. She subsequently developed capsular contraction on the right side. On 4/2/96 open capsulectomy on the right with capsulotomy on the left and exchange of bilateral breast implants was performed.